Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had stuck button alarm. The patient¿s blood glucose level was 350 mg/dl and current blood glucose is 324 mg/dl. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device is expected to be returned for analysis.

Manufacturer narrative:
Device received with unresponsive buttons due to corroded keypad trace. Unable to perform displacement test, rewind, prime or seating, basic occlusion test, force sensor test, occlusion test, and self test due to unresponsive keypad. (B)(4).